Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other.